Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during visual evaluation, an anomaly on posterior view was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/30/2019. Additional information indicated that the MRI shows patient has some lactation disorder and cyst on the left side. MRI confirmed bilateral rupture and possibly extracapsular rupture on the right as well as intracapsular rupture. Patient race is caucasian. On 6/4/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the right side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, doctor called mentor staff advising date of explantation is on (B)(6) 2019. Mammogram supports rupture. Doctor mentioned left side only. Patient was replaced with non mentor. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor memorygel 325cc silicone breast implants which bilaterally ruptured after implantation. The issue was confirmed by MRI examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.